Event description:
Per the physician, the patient was explanted due to an infection at the site of the implant. The patient was administered vancomicin and secepine for antibiotic therapy with no change to the infection. The patient was explanted in 2009. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Per patient's surgeon, the patient was implanted with a new device on (B)(4), 2010 in the contralateral ear.device is not available for analysis.this report is filed (B)(4), 2011. Device not available for analysis.